Manufacturer narrative:
There is no allegation against the ipg therefore the ipg is no longer reportable.

Event description:
Additional information indicates that. Surgical intervention may be undertaken to revise the leads and not the ipg. There are no issues with the ipg.

Manufacturer narrative:
Date of event is estimated. Further information has been requested but not yet received.  Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), batch: 3708673.

Event description:
Related manufacturer reference number: 1627487-2024-07146. It was reported that patient experienced increased pain when stimulator is on, one of the patients leads has high impedances. There is possibly a disconnection between the ipg and lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead has the impedances.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.